Event description:
It was reported that, during scheduled generator change out procedure of this pacemaker for normal battery depletion (nbd), the leads were stuck in the header of this device. Troubleshooting was performed during the procedure including the use of multiple wrenches. Eventually, the right atrial (ra) lead and right ventricular (rv) lead were cut and capped. New leads were placed, and the procedure was successfully completed. No adverse patient effects were reported outside of the prolonged procedure. As of today, this pacemaker has not been received by boston scientific for further investigation.

Event description:
It was reported that, during scheduled generator change out procedure of this pacemaker for normal battery depletion (nbd), the leads were stuck in the header of this device. Troubleshooting was performed during the procedure including the use of multiple wrenches. Eventually, the right atrial (ra) lead and right ventricular (rv) lead were cut and capped. New leads were placed, and the procedure was successfully completed. No adverse patient effects were reported outside of the prolonged procedure. As of today, this pacemaker has not been received by boston scientific for further investigation. Later, this product was received and full analysis was performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the throughout the lead barrels as well as hex slots. High power visual inspection of the header noted that all four seal plugs were missing. The setscrews were stuck up inside their capture washers in the down position. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation.